Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) prematurally depleted, reaching end-of-life battery status after being implanted 2 years.